Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of conformance, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is recurrence of si joint pain symptoms.

Event description:
On (B)(6) 2012, the surgeon performed a right si joint arthrodesis utilizing three ifuse implants. The pt is morbidly obese and had multiple prior lumbar fusions and currently is fused from l3 to the sacrum. The surgeon believes that both the obesity and the prior lumbar fusions contributed to the onset of the pt's si joint problems. The pt had significant relief of his pre-operative right side si joint pain complaints after the surgery. The pt had a recurrence of his right side si joint pain after three months. The pt received significant relief from a repeated diagnostic injection. On (B)(6) 2013, the revision surgery was performed with an open dorsal approach to the right si joint. The surgeon debrided the joint with curettes then harvested autologous bone graft from the ipsilateral iliac crest through the same incision. The graft was packed into the si joint and the dorsal incision was closed. The surgeon removed the most cephalad ifuse implant to facilitate placement of an ilio-sacral screw. There was bone grown onto the ifuse implant making removal difficult. Per dr. Reckling (si-bone vp of medical affairs), "medical review of this case shows it to be a case of revision si joint surgery for treatment of recurrence of si joint symptoms after an interval of significant pain improvement. No complications that were related to the initial surgery. The pt suffered no permanent neurologic deficits. The surgeon performed an open posterior approach to the joint with autologous bone grafting. The surgeon added additional lateral fixation. The surgeon did remove one of the previously placed ifuse implants, which was not loose."

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates and expiration dates of the original ifuse implants from the index surgery on (B)(6) 2012: p/n 7040-90, lot# 8028003323003, manufactured 03/14/12, expires 2015-06. P/n 7045-90, lot# 8047003363008, manufactured 04/21/12, expires 2015-07. P/n 7050-90, lot# 8047003363009, manufactured 04/24/12, expires 2015-07.

Event description:
The patient's pain returned after a previous revision surgery in (B)(6) 2013. The surgeon performed a second revision surgery where he performed open grafting using local bone from psis and allograft and placed four additional ifuse implants. Patient was stable after the procedure.